Manufacturer narrative:
Insulin pump had corroded keypad traces noted. No button error alarm noted. All button function properly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 229 mg/dl. The customer's mother stated that the customer was at a football game when it was hot, and the insulin pump may have been exposed to sweat. Advised replacement of the insulin pump. Nothing further reported.